Event description:
It was reported via clinic note history that the patient's seizures had been bad, and that the patient had been using magnet more, but that the magnet use made the patient's head hurt more. No additional relevant information has been received to date.